Manufacturer narrative:
Investigation summary a physical sample and a picture sample were both returned for evaluation by our quality engineer team. Through examination of the affected sample, epoxy was identified on the surface of the needle. Epoxy is used to join the cannula to the hub of the product. This issue may result if the epoxy from one product comes in contact with another product prior to the curing process. A review of the production history for the provided lot number was completed and it did not reveal any detected issues during the production process. Based on the current preventive measures in place, we believe this is an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the production process for this issue and any emerging trends.

Event description:
It was reported that before use of the bd¿ syringe there was as issue with foreign matter on the needle. The following information was provided by the initial reporter, translated from chinese to english: when the nurse opened the syringe for operation, she found a foreign body with an obviously unknown substance at the needle, which could not be used for clinical operation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe there was as issue with foreign matter on the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse opened the syringe for operation, she found a foreign body with an obviously unknown substance at the needle, which could not be used for clinical operation.